Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 669 mg/dl. The customer's mother stated that the customer was not wearing the insulin pump at the time of hospitalization and was off the insulin pump for less than 5 minutes. The caller stated that the insulin pump delivered over 100 units of insulin, which led her to have to take the customer back to hospital again. The customer had made an infusion set change and sat down to eat. The insulin pump's alarm history showed no delivery and low reservoir alarms. No damage to the insulin pump was observed. The customer was advised to discontinue use of the current insulin pump and revert to a back-up insulin pump she had. The caller advised that she would receive assistance with setting the insulin pump up when she visited her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, cracked reservoir tube and cracked battery tube threads.